Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the clip was deployed in the cardia of the stomach and would not release from the catheter. After 30 minutes, the clip was ripped from the patient's stomach. Another device was not necessary. It is believed the 30 minutes the clip remained adhered to the tissue achieved a tampode affect. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.